Event description:
Customer reported a malfunction on the pump with a malfunction code identified as malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset process, and advised the customer to call back if the issue recurred. After the reset, the malfunction did not recur, and the customer continued using the pump.